Event description:
It has been reported to philips that the system will not boot up. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnostic procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and found the system had intermittent boot up failure. The fse performed system diagnostics and found the host pc bios (built in operating software) battery was defective. The fse replaced the bios battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.